Manufacturer narrative:
Unit was not received in manufacturing mode. No critical pump error (open book image) alarms. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms noted during testing. No audio/beep anomalies or display anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly faded serial number label, faded end cap address label, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Her blood glucose was 11.3 mmol/l. She said that every time that she puts a new battery in the pump it would alarm very loudly but she's not able to see anything on the screen or do anything. During the call, the customer was advised to put a new battery in the pump and the pump turned on, started beeping but didn't display anything on the screen. She said there is no damage to the pump and that it was not exposed to water. The insulin pump will not be returning for analysis.